Event description:
Baxter norway reports a transfer set that separated from a titanium adapter. Noted during use. The set was used for less than six months. No patient injury or medical intervention reported.